Event description:
My 1st lyme "two-tier" test in (B)(6) 2011, elisa high "equivocal" considered "positive"; western blot "negative" by cdc criteria, set forth by the (B)(6). So was told it was a false positive and was treated very badly by infection disease doctor, and he cancelled additional antibiotic treatment that was needed to treat this stealth bacterial infection, and dismissed me as a hypochondriac and recommended counseling which does not cure this disease. My symptoms are getting worse and I received a certified letter that there was no additional help for me with their department. This cost me dearly in time to treat infection, and out of pocket expenses, as well as being disabled. Now my center and autonomic nervous system is negatively affected, and I'm in severe pain with even more diagnosis, and issues getting worse, including central and autonomic nervous system problems. There is a 1994 dearborn booklet where testing was falsified (B)(6), tells us what (B)(6) is. My 2nd lyme "two-tier" test was again, negative in (B)(6) 2014, and I was in need of treatment for severe issues, and denied as a result of fraudulent testing.